Event description:
It was reported that, during an arthroscopy, when the doctor inserted the suturefix into the drill guide he felt something wrong, when deploying the anchor a metal piece was loose in the top, the most distal part of the inserter "fell off", the part was removed. Instrument size to prepare the insertion size was 1,7mm suturefix drill. The procedure was completed with a s+n back up device. The back up device was used in the original bone hole, there was no void left in the patient. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image found the inserter fork separated from the rest of the suturefix device. One undated photo of the device was provided for review and confirms the reported breakage. Per case details, the broken inserter piece was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed but root cause could not be established because the device was not returned to the designated complaint site for evaluation. Factors that may have contributed to the reported event include use of excessive force upon insertion or contact with another source. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, when the doctor inserted the suturefix into the drill guide he felt something wrong, when deploying the anchor a metal piece was loose in the top, the most distal part of the inserter "fell off", the part was removed. Instrument size to prepare the insertion size was 1,7mm suturefix drill. The procedure was completed with a s+n back up device. The back up device was used in the original bone hole, there was no void left in the patient. The patient current status is well. There was a non-significant delay and no further complications were reported.